Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 534 mg/dl, which she had not yet treated manually. Troubleshooting was initiated for the no delivery alarm. The customer was able to prime the device. The infusion set cannula was examined and it was not bent. The customer ran another 5-unit fixed prime but the insulin pump alarmed no delivery. The customer was advised that her infusion set may have been occluded. No products were returned and a replacement infusion set was shipped to the customer.